Event description:
It was reported that the customer's blood glucose level was 274 mg/dl and her sensor glucose level read 68 mg/dl, which caused her insulin pump to go into threshold suspend. The customer changed the sensor and noted that the cannula was bent. She also stated that she has a lot of scar tissue in the area she uses for inserting the sensor. Standard troubleshooting was performed. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).